Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: there is a radiolucence, cysts and a subsidence anterior-medially visible in the tibia. This indicates loosening and migration of the component. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
There is an upcoming revision surgery. The doctors are planning to revise both the tibia and talus for the patient. Patient came to the doctor with pain in the ankle joint. While taking x ray photos the doctor concluded that the implant position was subpar on the tibial component and talus. Tibial component has some subsidence. They just saw this patient for the first time recently, the original surgery was done by another surgeon. The doctor hasn't done any other procedures on the patient yet.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
There is an upcoming revision surgery. The doctors are planning to revise both the tibia and talus for the patient. Patient came to the doctor with pain in the ankle joint. While taking x ray photos the doctor concluded that the implant position was subpar on the tibial component and talus. Tibial component has some subsidence. They just saw this patient for the first time recently, the original surgery was done by another surgeon. The doctor hasn't done any other procedures on the patient yet.